Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative replaced the gear pump head and tubing, decontaminated the vacuum valve, adjusted the probes, replaced the lamp, performed a blank cell calibration, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas 8000 c702 module. The initial result was 159 mol/l, and the repeated result was 60 mol/l. The repeated result was believed to be correct.